Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in clinic with damage to their modular cable requiring exchange. The ventricular assist device (vad) coordinator grabbed the backup system controller to exchange to new modular cable. The new modular cable would not engage with the backup controller. Two clinicians attempted to insert the modular cable into the controller and were unable to engage the cable into the connection. The backup controller was stored in the carry case as instructed since implant and never used per the patient and vad team. The system controller was then exchanged.

Manufacturer narrative:
User facility report: (B)(4) was received on 13mar2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported through user facility report: (B)(4) that the healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Section d6a: correction. Date of implant is not applicable for heartmate 3¿ system controller. Manufacturer's investigation conclusion: the reported event of difficulty connecting the driveline was confirmed. The system controller (serial number: (B)(6)) was returned for analysis in unremarkable condition. The system controller underwent preliminary and functional testing, and initially the driveline was found to be difficult to insert. Further troubleshooting was performed to address the difficulty inserting the driveline. The bulkhead connector of the system controller was found to be damaged. This damage may have occurred in an attempt to connect the driveline; however, if the driveline was not aligned properly when being pushed in, this damage could occur. Several additional attempts with various drivelines were made to connect to the system controller and were all found to be successful. The system controller passed all other testing and operated as intended with the driveline inserted. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. C) section 2 entitled ¿system operations¿ instructs users how to properly connect the driveline to the system controller. Heartmate 3 patient handbook (rev. D) and heartmate iii instructions for use (IFU) (rev. D) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.